Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument involved with this complaint and completed the device evaluation. The sureform 45 stapler was analyzed, and failure analysis investigations confirmed the customer reported complaint. The instrument was found to have failed the engagement test based on the log review. However, the engagement issue could not be reproduced during in-house testing. The instrument was placed on an in-house system with an in-house drape and seal. The instrument passed recognition and engagement tests. The engagement test was performed a total of three times and passed. The root cause of the engagement failure cannot be determined. While on the in-house system, the jaw opened and closed properly. The instrument clamped, fired, and unclamped without any issues. Additional observations that are not related to the customer reported complaint: the instrument was found to have binding of the roll bushing. Friction is observed when manually rotating the main tube. There were no signs of corrosion found on the roll bearing. Common cause of this failure is attributed to manufacturing. Furthermore, the instrument¿s grip tips were not moving intuitively, I. E. They were not following the master tool manipulator (mtm) input commands smoothly. One of the pitch directions was not following the mtm commands. Common cause of this failure is attributed a component failure. The instrument was also found to have a broken snake wrist cable at the distal end. Common cause of this failure is attributed a component failure. This complaint is considered a reportable event due to the following conclusion: failure analysis (fa) confirmed the engagement issue based on the log review. Additionally, fa found the instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. Unintuitive motion during a surgical procedure could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler would not engage. The customer used a backup instrument and completed the procedure with no injury to the patient. Intuitive surgical, inc. (Isi) has reached out to the reporter to obtain additional patient/event information but has not yet received a response as of the date of this report.